Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during endoscopic sphincterotomy procedure in the pancreatic duct performed on (B)(6) 2017. According to the complainant, during the placement of advanix pancreatic stent, the physician experienced difficulty retracting the inner catheter to deploy the stent. When the physician tried to apply force to deploy the stent, the papilla side of the pancreatic stent kinked and the physician was able to pull it out. The procedure was completed with a different device successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".